Event description:
The spring valve of a clave¿ neutral connector reportedly got stuck and caused problems with the injection flow rate and contrast leakage during CT scans. The customer stated that this resulted in non-diagnostic imaging and backflow of blood out of the clave. This emdr reflects two similar instances that occurred within the same week.

Manufacturer narrative:
Complaint of valve malfunction on item b3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.